Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 32 mg/dl. Customer went to the emergency room (ER) and a glucagon shot was administered. Customer left the ER with a bg of 170 mg/dl. Customer did not know cause of event. Tandem technical support reviewed the pump data and identified a 3 unit bolus was delivered. Customer did not recall delivering the bolus. Customer did not believe the pump was the issue; however, did not recall the bolus.